Event description:
It was reported that stent damage occurred. A 10x69x135 wallstent rp endoprosthesis was advanced for treatment. However, when the device was taken out of the patient's body, the stent edge was slightly flattened. The procedure was completed with a different device. There were no patient complications nor injuries reported.